Event description:
This was a coronary vascular intervention procedure to treat a lesion in the lad. The laser sheath was used at 45/45 then increased to 60/60 at which time a perforation at the lad diagonal occurred. A 2.5x15 balloon was used to treat the injury and was deployed for 3 minutes x 3 times to slow bleeding. A 2.5x22 stent was then placed. The surgeon was contacted and an echo was performed which came back (B)(6). The patient went to recovery as surgery was not deemed necessary.